Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room (the (B)(6) hospital) on (B)(6) 2026 due to hyperglycemia. The patient's blood glucose level rose to 33 mmol/l (594 mg/dl) while wearing the pod between 1 and 4 hours. The pod was reportedly not sticking properly to the infusion site (abdomen), causing the cannula to dislodge. Symptoms reported include nausea, pallor, dizziness, blurred vision, imbalance, abdominal pain, and inability to retain water. The patient was evaluated in the emergency room, where hyperglycemia associated with insulin delivery issue and pump failure was diagnosed, without progression to diabetic ketoacidosis (dka). The patient was treated with intravenous fluids and remained in the emergency room for approximately 4 hours and was discharged the same day. The pod was reportedly discarded by the patient per medical advice.